Event description:
It was reported that the customer recently got a new insulin pump, but it was not functioning and the customer ended in the emergency room with high blood glucose of 1005mg/dl. The customer was treated with an insulin drip. The caller stated that the customer had a slight heart attack. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Reviewed the alarm history and found no delivery and battery alarms. Checked the bolus history and noticed that the customer attempted to bolus several times, but the bolus did not go through. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.